Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 233 mg/dl. The customer reported seeing air bubbles in the reservoir of the insulin pump. Troubleshooting was done. The customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The customer reported that the insulin pump was rewound with a reservoir in place. The customer was assisted in removing the air bubbles from the reservoir of the insulin pump. No additional information was provided.